Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted and the connector was connected properly. No unexpected scrolling display noted. No corrosion on the keypad traces found. Button response functioned properly. The device has cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the battery tube threads, and cracks on the reservoir tube lip.

Event description:
Customer stated she had primed the insulin pump and stopped it and then connected the infusion set to her body; the device beeped on its own and was delivering insulin and it went past the fixed prime amount. Customer stated that the numbers kept scrolling and she pulled out the infusion set. Customer also stated that the display is frozen at 0.0 units on normal or easy bolus. Customer pressed the act and esc button and could not clear it; she then removed the battery and got a failed battery test, then the screen went blank and messages were appearing after. Device has a crack on the battery compartment. Blood glucose is 395 mg/dl. Nothing further reported.